Event description:
It was reported that a malfunction occurred on the pump, identified by a specific malfunction code. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, and the customer chose to perform the reset independently. The customer was advised to contact support again if the issue persisted.